Event description:
It was reported that a pump replacement was scheduled for (B)(6) 2012 due to motor stall with no motor stall recovery. Telemetry confirmed a critical alarm occurred, "reset occurred - low battery" and "pump in safe state" occurred on or around the date of (B)(6) and persisted. The reporter stated that all thirty lines stamped into the event logs were from the day of the report, (B)(6), so it was hard to say how long the pump had been alarming; however, the patient reported hearing a beeping. The patient presented to the clinic on the day of the report after experiencing symptoms of baclofen withdrawal. Symptoms included increased spasticity, "pretty shaky" and his arms were spasming. Patient outcome was not provided. The device system was used to deliver lioresal (baclofen). Additional information has been requested but was not available at the time of this report.

Event description:
It was reported that the patient's dose was increased b)(6) 2012 and they appeared to be receiving effective therapy. It was later reported that the pump was replaced and the patient recovered without any issue. It was confirmed that the patient was receiving effective therapy and the pump was delivering gablofen.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j0039977r, implanted: (B)(6) 2000. Product type: catheter. (B)(4). Analysis of the pump ngv408552h revealed a pump motor feedthru anomaly.